Event description:
A customer contacted baxter regarding their homechoice unit sparking and turning black in the back after plugging it in. No injury or medical intervention was reported. Additional info has been requested from the pt and his nurse.